Manufacturer narrative:
Evaluation: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conductive to graft migration. The outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the pt's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. No internal review indicated that the event was caused by user error in that the patient's anatomy did not make him a good candidate for the procedure.

Event description:
In 2007, physician insisted on performing the aaa procedure when there was a clear discrepancy between the patient's anatomy and the length of graft selected. The physician was advised that the length was not appropriate, but he proceeded with the procedure anyway. The gate did not open and the patient had to be converted to an aorto-uni. Trouble retrieving top cap due to bunching of graft in iliac due to physician trying to resheath iliac to "push" the contralateral limb into the common iliac.